Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the presenting electrogram showed several episodes of ventricular oversensing of the atrial paced event. During the same period, there was a decrease in amplitude measurements on the right ventricular (rv) lead. As a result, it was suspected the rv lead had dislodged. A chest x-ray was performed and supported the rv lead dislodgement suspicion. As a result, the rv lead was successfully repositioned. No additional adverse patient effects were reported.